Event description:
Date notified: 07/30/1999. A model 754 portable ventilator failed and shut down during use. An inspection revealed an intermittent short on the fuseholder caused by a bad contact. It was not possible to make determination if the contact was bent prior to shipment or by the customer. No death or serious injury resulted from the malfunction.